Event description:
On (B)(6) 2011, a (B)(6) male pt with an underlying medical condition of hydrocephalus underwent an explantation of an indwelling left-sided shunt system and placement of a right sided ventriculoatrial shunt. It was reported that the physician attached the proximal ventricular catheter and noticed a leak from the superior portion of the valve. The faulty valve was taken out and a replacement osvii valve was implanted in its place during the same surgery. There was no pt injury. There was a five minute delay in surgery reported. Pt outcome was reported as stable and the pt was discharged from the hospital three days later.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.